Event description:
Boston scientific received information that this product was part of a system infection. A decision regarding revision will be made in the future. There were no additional adverse effects reported.

Event description:
Subsequently, approximately sixteen months later, this system was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This investigation will be updated should further information be provided.